Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and atrial lead presented with varying p-wave amplitudes and under-sensing. No changes were reported. The patient was stable.